Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.

Event description:
Reference number (B)(4). Event occurred in the colombia. It was reported that patient faced an infusion set cannula bent event on (B)(6) 2024. The insertion site was abdomen. The infusion set was in use for few hours. The patient replaced infusion sets and resumed insulin successfully. No further information available.